Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment (imloa003) fractured inside the patients mouth. The patient was scheduled to retrieve the fractured portion from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zest per# (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'no' to 'yes'. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: e1: email address.

Event description:
No further event information is available at the time of this report.